Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was interrogated on (B)(6) 2022 before the implant procedure. There was long change time alert noted on the ICD. The ICD was still in the box unopened. There was no patient involved.

Manufacturer narrative:
The reported field event of long charge time was confirmed. Review of device data showed the device had a charge time out during capacitor maintenance. The high voltage capacitors were sent to the manufacturer for analysis. The cause of the long charge time was due to an internal high voltage capacitor anomaly.